Manufacturer narrative:
The monitor tech reported that they had a patient that went into v-tach and the central nurse's station (cns) did not alarm for it. They stated that the v-tach appeared on the screen for about a second and noticed that, so they went to go check on the patient. The v-tach was at about 200. Event happened on thursday, (B)(6) 2019, at 8:34am. They stated that on all the patients, the asystole, v-fib, and v-tach parameters on the patients were greyed out. She was wondering if they are disabled to not allow people to change those settings or if they are active at all. Vtach alarm was set at 100/4 and the patient had a 5 beat run at a rate of 200. Waiting for logs for investigation. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device information: the following device was used in conjunction with the cns. Transmitter: model: zm-531pa, sn: (B)(4).

Event description:
The monitor tech reported that they had a patient that went into v-tach and the central nurse's station (cns) did not alarm for it. They stated that the v-tach appeared on the screen for about a second and noticed that, so they went to go check on the patient. The v-tach was at about 200. Event happened on thursday, (B)(6) 2019, at 8:34am. They stated that on all the patients, the asystole, v-fib, and v-tach parameters on the patients were greyed out. She was wondering if they are disabled to not allow people to change those settings or if they are active at all. Vtach alarm was set at 100/4 and the patient had a 5 beat run at a rate of 200. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the customer at (B)(6) hospital reported that the central nurse's station (cns: pu-621ra; (B)(6)) did not alarm when a patient went into v-tach. Service requested: troubleshooting. Service performed: nk ts made multiple attempts ((B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2020) to collect relevant information for investigating the issue. Customer did not provide any form of response. Investigation summary: considering the facility's complaint history, the root cause of the issue could be attributed to lack of user understanding of the device functionality in regard to alarm settings. The overall risk of this event is "medium." The reported issue does not require further investigation through CAPA process since the issue is considered to be user triggered and not due to nk device malfunction. Additional device information: d10: concomitant medical device information: the following device was used in conjunction with the cns. Transmitter: model: zm-531pa. (B)(6).

Event description:
The monitor tech reported that they had a patient that went into v-tach and the central nurse's station (cns) did not alarm for it. They stated that the v-tach appeared on the screen for about a second and noticed that, so they went to go check on the patient. The v-tach was at about 200. Event happened on thursday, (B)(6) 2019, at 8:34am. They stated that on all the patients, the asystole, v-fib, and v-tach parameters on the patients were greyed out. She was wondering if they are disabled to not allow people to change those settings or if they are active at all. Vtach alarm was set at 100/4 and the patient had a 5 beat run at a rate of 200. No patient harm reported.